Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
When changing saw attachments a broken screw fell to the floor from inside the mics. Tka case.

Manufacturer narrative:
"Reported issue: the front end of the handpiece was compromised. Product history review: device history records indicate 25 devices were manufactured under lot k093c and all were accepted into final stock on 03/01/17. No issues were identified during inspection. Complaint history review: a review of complaints related to p/n 209063, s/n (B)(4) shows 0 additional complaint(s) related to the failure in this investigation. Complaint pr: 0. Visual inspection: visual inspection revealed no physical damage of unit. Two screws backed out of the unit and a third screw broke. See attached pictures. Dimensional inspection: dimensional inspection was not completed visual inspection clearly shows the failure of the device. Material analysis: material analysis was not completed because functional inspection clearly showed failure." Functional inspection: the handpiece motor and electronics function as intended. Conclusion: the screws hold the front end in place. If the screws back out then the front will come off. "

Event description:
When changing saw attachments a broken screw fell to the floor from inside the mics. Tka case.